Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was scheduled for a revision. Their battery was moving in the pocket and they reported one incident of shocking sensation. When the pocket was opened, the physician stated that it appeared to be infected. The device was removed and sent to pathology. The patient denied any falls, there were no contributing factors reported. An impedance check was done in the holding area the day of the report an all impedances were within normal range. The device had been explanted and it was reported the issue was resolved at the time of the report.